Manufacturer narrative:
Sc-1200, sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was hospitalized after having MRI due to ipg heating up and severe pain. It was noted that the patient was given pain management. No further information could obtained.

Event description:
A report was received that the patient was hospitalized after having MRI due to ipg heating up and severe pain. It was noted that the patient was given pain management. No further information could obtained.

Event description:
A report was received that the patient was hospitalized after having MRI due to ipg heating up and severe pain. It was noted that the patient was given pain management. No further information could obtained.

Manufacturer narrative:
Additional information was received that the patient also had swelling. X-ray was taken and showed that there were big loops when originally placed.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was hospitalized after having MRI due to ipg heating up and severe pain. It was noted that the patient was given pain management. No further information could obtained.